Manufacturer narrative:
D9 device returned to manufacturer on 8/4/2025. Fifteen (15) list# 011-ch3261, nine (9) opened/unused and six (6) new list# 011-ch3261 both same lot# 14396994 were returned for evaluation. As received, the whole sets were inspected with ultraviolet (uv) light, and the presence of errant solvent at the bond connection with the spiros and the drip chamber in all the fifteen sets was confirmed. The 3 worse cases were primed and no occlusions, or flow restriction were noted. The complaint of white powdery substance on the tubing can be confirmed. The probable cause was due to an error during manual assembly process. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The event involved a 76 cm (30") appx 3.3 ml, admin set, 2 spiros® w/red cap, 20 drop in-line drip chamber w/15 micron filter, bag hanger with a reported white powdery substance noted on the tubing above the drip chamber. The customer cut open the tubing and confirmed that the white powdery substance was also on the inner tubing which comes into contact with administered chemotherapy drugs. The customer said that the white powdery substance can be easily wiped off by a finger. These sets are required for every chemotherapy infusion set up in their unit. The event occurred upon removal from original packaging. There was no medication being used with this product and was caught before the set was primed or connected to a patient. There was no issue with the integrity of the packaging, fully sealed. Additional sets were used without interruption of care to the patients.